Manufacturer narrative:
Follow-up #1 05/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/13/2012 with the following findings: the pump black box showed no evidence of loss of cartridge detection. During evaluation the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 03/04/2012, the reporter contacted animas alleging that when the patient disconnected from the pump due to responding to a prime warning the pump emitted. The reporter indicated that when the patient went into the main menu and was scrolling down to the prime/rewind section she saw insulin coming out of her tubing. The patient claimed that the pump 'shot' out 20 units of insulin. The cartridge reportedly had 60 units of insulin but after the issue had only 40 units of insulin left. This complaint is being reported due to the reported prime issue on the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.